Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned, therefore the reported event could not be confirmed and an event cause could not be conclusively determined. Mdrs related to this patient: 2029214-2016-00859 2029214-2016-00860 2029214-2016-00861 2029214-2016-00862 2029214-2016-00863.

Event description:
Medtronic received report that a pipeline flex did not open completely during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 6mm and neck diameter was 5mm. The landing zone artery size was 4.2mm distal and 4.8mm proximal. The vessel was severely tortuous; the ica included tight turns. The devices were prepared as indicated in the IFU. A pipeline flex was navigated to the target landing zone without issue. At deployment, the distal section was very slow to open. The physician ¿wagged¿ the device as well as resheathed the device three times without successfully opening the distal end. The pipeline flex was removed from the patient and accidentally discarded. Ultimately, a new pipeline flex was able to be implanted in the patient. The procedure was ended. There were no reports of patient symptoms in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.